Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use an alarm was generated from a ventilator. The alarm could not be canceled when the reset button was pressed. The patient was then transferred to another ventilator. There was no report of serious injury or death associated with this event.